Manufacturer narrative:
(B)(4). Batch # p55319. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the surgery was prolonged. How long was the surgery prolonged (minutes)? Thirty minutes. Were there any patient consequences as a result of the extended surgery time? If yes, please explain. No further complications in theatre.

Event description:
It was reported that during a mesorectal tumor excision procedure, intraoperatively, the surgeon positioned the device over the desired tissue and locked the device with the locking lever, as per insert instruction. Upon firing, the blade seemed to have advanced but the staples did not deploy. Indeed, they remained exposed upon removal of the device and it seems few or none remained in the tissue as they were supposed to. Another device was used and the surgery was completed. The surgery was prolonged and the cut line required suturing. There were no adverse consequences for the patient reported.